Event description:
On 12-sep-2025, the user reported fluctuating blood glucose (bg) levels, reaching 400 mg/dl after delaying an insulin cartridge change and later dropping to 54 mg/dl due to overtreatment while ¿chasing carbs.¿ the user treated the low with crackers, juice, and cookies and was advised on avoiding overtreatment to prevent bg swings. At the end of the call, bg was 115 mg/dl and stable. The lowest blood glucose (bg) recorded was 54 mg/dl, and the highest was 400 mg/dl. Bg was corrected after cartridge replacement and treatment with carbohydrates. The user described feeling ¿out of it¿ during the event. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.